Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was explanted due to battery depletion. The rv pacing threshold was increased. Lead x-ray showed no abnormalities. The lead was capped and left in place.